Event description:
An impella 5.5 supported the 67 year old male patient who had been admitted for cardiomyopathy. Patient underwent right axillary cutdown and 10mm graft placed. The harm was for hemoptysis on (B)(6) 2026 and thrombocytopenia on (B)(6) 2026 which were considered definitely related to the device. 1 unit of platelets were given on (B)(6) 2026 and the device was removed successfully with no patient harm. The patient survived removal and was bridged to transplant. Thrombocytopenia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient specific factors.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia/hemoptysis/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.